Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the lcs15 tissue grasper stopped working (inactive blade). Another lcs15 device was used to complete the case. There was no consequence to the patient.